Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent catheter broke. As the taxus express2 3.0x32mm drug eluting stnet was being prepped, the catheter broke. The procedure was completed with another taxus stent. No patient complications occurred.